Event description:
It was reported that following a bypass procedure, the tip of the wire got caught on the stent. The physician attempted to use balloon in order to assist in the removal; however, this technique was unsuccessful. As the doctor continued the removal process, the tip of the wire remained entrapped resulting in the tip break. The physician performed an additional intervention procedure to remove the broken piece. No patient injury was reported.

Manufacturer narrative:
Internal device has not yet been returned to the manufacturer however, a full evaluation will be conducted when the device is received and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.